Manufacturer narrative:
Concomitant medical products: 694045, lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances. The impedances were noted to be chronically steady with no observed variance. The lead remains in use. No patient complications have been reported as a result of this event.